Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the pump supplies had been in use for more than 3 days. The customer's blood glucose level was 75mg/dl. A supply change was performed and insulin deliveries were successfully resumed.